Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The investigation was unable to verify or duplicate the alleged prime issue. Review of black box data showed that pump information from date of pi has been overwritten due to continued customer use. No loss of prime alerts was observed in the current date range. The pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force senor calibration reading was within specifications. Pump casing was opened and no damages or contamination was found to the force sensor circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.